Event description:
Philips received a complaint by the customer on the v60 indicating that the pressure sensor autozero failure had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the pressure sensor autozero failure had occurred. It was discovered that the data acquisition (da) printed circuit board assembly (pcba) cable needed to be reseated. The da pcba cable was reseated. The device function test passed and the error code was confirmed to be cleared. The da pcba cable was reseated to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.